Event description:
Physician reported that a defective intraocular lens was noted during cataract surgery. During the same surgery, it was reported that the wound was widened in order to remove the intraocular lens and another intraocular lens was implanted. Patient is doing well.